Event description:
It was reported that the device was explanted at implant, due to a failed ring repair. Per the operative report, the ring was implanted to correct mitral regurgitation; however, "at the time that we inspected the echo postpump, we saw that the patient had still quite a bit of mitral valve regurgitation, and I felt that was not appropriate to leave him with this degree of regurgitation." The ring was explanted and the valve was replaced.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.